Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: there was no moisture or corrosion observed in the battery compartment. No damage was found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. There was no evidence of a battery life issue observed. One low battery warning was found in the black box occurring due normal battery wear. The pump's current draws measured within specifications. The alleged issue could not be duplicated.